Manufacturer narrative:
(B)(4). Ring dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate valve repair in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. In this case, it was noted the patient most likely had endocarditis at some point. There has been no allegation of a product malfunction. The root cause of this event has been determined to be due to patient related factors. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a mitral annuloplasty ring, implanted for approximately 11 years, was explanted due to mitral regurgitation, secondary due to ring dehiscence. Upon inspection, the annuloplasty ring had completely dehisced off the annulus posteriorly. It did not appear infected but there was most likely endocarditis at some point in the patient's history. The explanted device was replaced with an edwards bioprosthetic mitral valve. The patient experienced post-op af which was treated medically and he converted back to sr. He was discharged home in good condition on pod #8.